Event description:
Before being aware of the recall of phillips respironics CPAP I used the item for about 15 or so years every night. I had no idea that I was inhaling toxic foam particles. I used the machine religiously. Approximately one year before I retired, I noticed that I was not feeling well, and was not performing well, but could not put my finger on the cause. Because I felt so was not doing my best work, I retired early. Around this time, I was diagnosed with a cancer in my nostril. Very soon after that I went to ER due to pressure on my left side. There I was found to have symptoms and blood work that signaled lymphoma. Upon further testing, a biopsy diagnosed mantle cell lymphoma, and also aortic insufficiency. Mantle cell is caused by environmental factor, and since I was inhaling toxic particles, it is not unreasonable to connect the two. (Also given that I had a nasal cancer). A law firm informed me that my illness did not fall into the "listed" illness connected to the phillips CPAP. I would like to let FDA to know of my experience. Medical records available upon request.